Event description:
It was reported by the customer that post implant a realize band, the patient had six or seven fills with no problems until (B)(6), 2012. The patient went in for a fill and they could not get the needle inserted into the port. The surgeon stated that the port had flipped but was able to complete the fill. On (B)(6), 2012 the patient went in for a port revision procedure. The surgeon told the patient that he placed mess in the area to hold the port in place. The patient had acid reflux so band that all the fluid was removed from the band. Unknown how much fluid was in the band. On (B)(6), 2012 the surgeon did a fill, but could not withdraw fluid back out of the port. On (B)(6), 2012 the patient went back in for an office visit. The surgeon was pressing on her stomach and stated that the tubing had came lose from the port and was hitting her ovary. (B)(6), 2012 the port was replaced and reconnected the tubing. Mess was added to hold the port in place. One week after the procedure the patient presented with an infection at the incision site. She was prescribed antibiotics. The site has healed. On (B)(6) the patient bent over and felt a pop, severe pain and pulling pain. She called the surgeon but he was out of the country. She went into the office and was seen by the pa. The pa felt around the entire area and told the patient not to worry. On (B)(6) the patient went in for a post op check-up. The patient was still in pain. The surgeon advised the patient to sleep with a blanket under her stomach. The patient states that during a physician visit on (B)(6), 2012, it has been confirmed that the port is loose and has flipped. A surgery date is pending insurance approval.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.